Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that the pt experienced bleeding which required re-operation. It was reported by the surgeon that the bleeding was found to originate from the arterial cannulae graft material. The lvad arterial cannulae was found to be leaking thru the graft, near the black line of the graft, about three inches from the aortic anastomosis to the aorta.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.